Manufacturer narrative:
One 110v power cord was returned with an i3 cardiomems patient electronic system. The unit would prematurely shut off if the returned power cord was manipulated. The previously mentioned malfunction was not encountered when a test power cord was used in place of the returned one. Visual inspection of returned power cord observed no discernible external damage and there was no evidence of sparking reported during investigation. Review of the device history record was not possible as the lot number is unknown.

Event description:
It was reported that the patient electronic system would not turn on. When the power supply was plugged into the extension cord on the back of the electronic system, it was observed to spark. It was not used following the incident. The patient unit was replaced.